Event description:
A talent abdominal stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology were not reported. It was reported that a balloon was used to remodel the stent graft and upon final angiogram, it appeared that there was a type 3 endoleak coming from the contralateral gate. A reliant balloon was inserted and inflated after which another angiogram was performed. The endoleak had not resolved. The pt's creatinine level was high; therefore, no further angiograms were performed. The decision was made to implant another iliac stent graft across the contralateral gate and that successfully resolved the endoleak. No add'l clinical sequelae were reported and the pt is fine.

Manufacturer narrative:
Eval results: other, lack of info (film eval is pending, no operative reports were received, cause of endoleak is unk). Inherent risk of procedure (endoleak). Secondary intervention.